Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was non functioning correctly, even post re-positioning. The associated device had been previously programmed to aai. An inquiry to technical services was made to get information regarding the management of the patient's atrial activity. The degree of rv lead malfunction is unknown at this time; however if sensing is confirmed to be valid, technical services confirmed the associated device would be programmed back to ddd with outputs at a minimum to mimic the current aai programming. To date, no further information and no adverse patient effects have been reported.